Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated toxoplasmosis igg and rubella igg results on the architect i1000sr analyzer. The following data was provided: toxo g: on (B)(6) positive/on (B)(6): negative, rerun of the tube from (B)(6): negative, igm 0.12 on (B)(6) and 0.13 on (B)(6). Rub g: (B)(6) 2017: positive 14 iu/(B)(6) 2017 negative, (B)(6) rub g positive: rerun from (B)(6) positive. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the probe (part number 08c94-47) on the architect i1000sr. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
On 11may2018 additional toxo igg discrepant data was provided for 2 patients (iu/ml): sid v8072 initial 6.0, repeats 6.1, 6.3, 6.1, 6.2, 6.3, 6.0, 6.1, 6.4, 6.3 sid v8071 initial 6.2, repeats 6.1, 6.3, 6.2, 6.6, 6.3, 6.0, 6.1, 6.1, 6.1 there was no impact to patient management reported.